Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: from serial# (B)(4), the unit was built in july of 1994. A review of the 2 years complaint history for opthalmic cryo system dig, product# ce-2000 reveals no similar issues. Repair order (B)(4) note: cust states: unit having issues dethawing, blown probes. Evaluate and full checkout. Found: 9v batts dead, foot pedal grommets bad, wiring altered. Replaced batts. And foot pedal grommets, corrected wires. Tested to qa spec (B)(4). The complaint was confirmed. Age and use may have some impact on complaint condition. From service and repair history, this unit was received for repair only one time in september of 2014 under repair log#75803, for complaint concerning leaking at pressure switch. The pressure switch was replaced and unit was back flushed. After replacement, the complaint unit function was verified with qa specification (B)(4). Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to customer mishandling along with wear and tear over time. It should be noted that all opthalmic cryo system dig units are tested 100% prior to release. Cooper surgical will continue to trend this complaint condition. Correction and/or corrective action: coopersurgical service and repair team replaced batteries and foot pedal grommets, corrected wires on the opthalmic cryo system dig. Product was repaired and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement program (cip). None. Reason: this is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Preventative action activity reviewed. Monitor and trend to cip.

Event description:
Per customer's statement on repair authorization form " unit having issues dethawing, blown probes. " reference repair order: 91962. Customer further stated customer stated unit would not stop freezing when pedal released. Probes over pressurized in the past even with vacuum connected. Customer indicated potential risk. Reference: (B)(4).

Manufacturer narrative:
Coopersurgical is currently evaluating the device and investigating the reported condition . A supplemental report will be filed once the evaluation and investigation are completed. (B)(4).

Event description:
Per customer's statement on repair authorization form " unit having issues dethawing, blown probes. " reference repair order: 91962. Customer further stated customer stated unit would not stop freezing when pedal released. Probes over pressurized in the past even with vacuum connected. Customer indicated potential risk. (B)(4).